Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The 95% stenosed, 22 mm x 2.75mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilation, a 2.75 x 24mm promus element drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was found out that the tip of the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal struts stretched distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The 95% stenosed, 22mmx2.75mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilation, a 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was found out that the tip of the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient status was stable.